Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 588 mg/dl and moderate ketone levels. The cause of the reported issue was unknown. The customer administered a manual insulin injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional.